Event description:
A dexcom employee contacted dexcom technical support on behalf of patient on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced no audible alerts. Three subsequent attempts to contact the patient were made with no success. There was no report of any injury or medical intervention at the time of contact with dexcom technical support.